Event description:
This patient [unspecified gender and age] began therapy with sq remodulin (treprostinil sodium, unknown concentration), delivered via remunity pump for an unknown indication. The current dose was unknown, continuous via subcutaneous (sq) route. The patient was on sq remodulin using the remunity pump. The patient had been living with horrible site pain (infusion site pain), making it difficult to function. The patient used the stomach or leg for infusion, but during site changes, they could hardly walk, which limited their ability to work due to the pain. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).